Manufacturer narrative:
Zoll medical corporation evaluated the device. The reported malfunction was not duplicated or confirmed. The review of device's history logs indicated three events when the charge button was pressed by the user but there is no indication that the shock button was pressed for the device to be able to deliver energy. There is no evidence which indicates that the device is unable to deliver shock. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the device and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.